Manufacturer narrative:
The screw associated with this complaint was not received. The tapered implant was received and there were general signs of usage, and bone tissue remained on the external surface. There was evidence of damage to the internal hex of the implant. The internal threads also appeared to be damaged, and fragments/part of the fractured screw could be seen in the implant upon close observation. Visual inspection in comparison with drawing was consistent with the design of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. Correction: changed yes to no, device discarded. Add'l info added.

Event description:
Reported that dentist was attempting to torque screw when it fractured, sent patient back to surgeon who tried screw removal kit and was unsuccessful at removing remaining screw. Removed implant and placed another same day.